Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer's father stated the alarm was resolved by a complete set change. The customer's father also reported experiencing a high blood glucose over 600 mg/dl. The father declined to troubleshoot for the customer's high blood glucose. The father also reported the customer was throwing up from their high. It was also found the customer had dropped their insulin pump into water last summer. The father also believed the insulin pump was not delivering the customer's basal rates. Customer's father also reported insulin was squirting out during the manual prime process and insulin continues to drip after the act button is released. Customer's insulin pump will be replaced. No additional information provided.